Manufacturer narrative:
Further information was requested but unavailable at this time.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was explanted and replaced.

Manufacturer narrative:
The device was returned for evaluation. The device voltage was above elective replacement indicator (eri) level upon receipt. Analysis of device image indicated the device was within normal range of operation. Assessment of total projected longevity was performed, and the device was found to have appropriate remaining longevity. Further analysis of the device¿s lead impedance, sensing, pacing, and high voltage charging were found to be normal.